Event description:
Caller reported aviva system fasting blood glucose result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 211 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported by the doctor that during surgery, the product broke inside the shoulder of the pt. It was further reported that the surgery was completed.